Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.

Event description:
While cleaning around battery in charger, housekeeper noticed oily residue on her hand and running down wall. They suffered superficial burns on hand and fingers, using vinegar to neutralize the effect.